Event description:
Additional information received from the consumer reported the circumstances that led to the implant being off was ¿this being the first time it was ever turned on.¿ the circumstances that led to the connection issue was the communicator not working. The communicator was reset which resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the handset and communicator wouldn't connect to the implant. Caller stated they tried about 10 times to connect with the implant and the handset would always say communicator not found. Entering the serial number (sn) manually and scanning sn was unsuccessful. After the communicator was hard reset, caller was able to successfully connect with the implant and enter in dbs therapy information manually. Therapy was off, agent redirected caller to the physician in regards to turning therapy on. Patient was recently was implanted with dbs, caller said they were going to turn therapy on and they did. Caller said patient will see managing physician next thursday.